Event description:
An endurant ii stent graft system was selected for the endovascular treatment of a 62 mm in diameter abdominal aortic aneurysm. It was reported that when the delivery system was attempted to be loaded onto the stiff lunderquist wire, the wire would not pass through the device. The physician suspects a small kink was present within the lumen as a tiny crease near the stent stop was observed. It was noted that no damage to the packaging or tray were observed. The procedure was successfully completed using another device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.